Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor and it passed the rewind test, basic occlusion test and displacement test. No motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during cannula fill. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was over 380 mg/dl. It was also reported that the battery depleted and the history was erased. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.